Event description:
In dec. 2004, the pt wa reportedly admitted into the hospital for treatment of acute otitis media. During examination, the surgeon observed that the electrode positioner had extruded and perforated the tympanic membrane. The next day, during revision surgery, the surgeon observed that the electrode positioner had perforated the round window. The surgeon removed the electrode positioner which had detached from the electrode array. The surgeon decided not to open the cochlea because of the remaining infection of the middle ear and therefore left the electrode array still not completely inserted. Intraoperative testing confirmed that the device was functioning. The pt's cii device remains implanted.